Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer had high blood glucose of 400 mg/dl, which was treated with insulin pump. It was reported that customer changed infusion set eight different times. It was reported that there were air bubbles in infusion set and reservoir. Customer was not able to complete troubleshooting due to not having tubing clamp. Reservoir would be replaced.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.